Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated during prime the numbers kept scrolling up. Customer stated the up arrow button was sticking out and there was small crack on the reservoir compartment. Customer's blood glucose was 4.4mmol/l. No further information provided.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.